Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated on two separate occasions for this system due to an out of range pacing impedance measurements. The measurements were greater than 3000 ohms on the right ventricular (rv) channel. A review of the device data, in addition to pocket manipulations, did not result in any noise or other abnormalities. No adverse patient effects were reported.